Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the arteriovenous fistula. An encore 26 inflation device and a 50/50 omnipaque contrast type was used. A 10.0mmx80mm, 75cm gladiator¿ balloon catheter was advanced for dilation. The balloon was inflated at 14 atmospheres for 10 seconds. During deflation, it was noted that the balloon would not deflate. The device was moved down in the patient's arm and inflated again at 14 atmospheres for 10 seconds. When the balloon was deflated, still would not come down all the way and was difficult to move throughout the arm. The physician punctured the balloon with a needle and pulled the device out along with the sheath. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.